Event description:
It was reported that, the pt presented with intolerable hip pain, measures were taken to rule out infection which ultimately led to a revision surgery and explanation of the primary total hip components and placing of a cement spacer.

Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the hosp and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.